Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, the touch screen was intermittently unresponsive. The ventilator was also reported to have a high respiratory rate while in use but it was unconfirmed by the biomedical engineer. There was no medical intervention or adverse pt effects reported.